Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The customer reported that the ventilator was alarming extended high p peak and circuit occlusion. It is unknown if there was any patient involvement.

Manufacturer narrative:
Results of investigation: the suspect gas delivery engine was returned and an evaluation was performed on it. It was already suspected to be related to (B)(4) and investigation results confirmed that it was related to (B)(4). The failure was isolated to the inspiratory pressure transducer located on the transducer communications assembly board. No further investigation required at this time.